Event description:
It was reported that this right ventricular (rv) lead had been implanted in the left bundle branch (lbb) but became dislodged one day after implant. This lead was subsequently explanted and replaced with a new rv lead. No additional adverse patient effects were reported. This product is expected to be returned for investigation.